Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional device product codes: kwq, mni, kwp, mnh, osh. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a posterior lumbar interbody fusion was performed on (B)(6) 2017. After the surgery, reoperations for extension have been performed as follows: a second surgery was performed on (B)(6) 2017 for extension (th12-). A third surgery was performed on (B)(6) 2017 on th11-l5. A fourth surgery was performed on (B)(6) 2021 on th5-th7 with the rod in question. On july 18, 2024, the surgeon informed that a fifth surgery was planned for (B)(6) 2024 due to rod breakage. The plan was to remove the expedium rod and replace with another rod (5.5 titanium and cobalt chrome). The patient status was reported to be stable. There was no surgical delay. This report involves one expedium spine system rod 5.5 x 480mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Device history review (DHR): product code:179762480. Lot no: bdk5wtx. The lot # bdk5wtx does not exist in sap p02. DHR review cannot be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.